Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a certas plus valve ((B)(4)) didn't adjust the flow rate after implantation. Multiple adjustments were attempted with eventual explantation being the resolution. Unknown implantation / explantation dates. No long term adverse consequences for the patient.

Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Failure analysis: the valve was visually inspected; a lot of biological debris noted inside and on the exterior of the valve. The valve was tested for programming, the valve failed. The valve was flushed, failed, occlusion noted at ruby ball. The valve could not be leak tested due to occlusion at ruby ball. The valve could not be reflux tested due to occlusion. The siphon guard was removed and tested: was blocked with biological debris.the valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the rotation construct, on the ruby ball, on the helical spring, on the flat spring of cam/ball arm assembly, on the titanium axle helical spring rotating construct, and on the seat of the ruby ball. The root cause for the problems found during investigation is due to the biological debris found on the rotation construct, on the ruby ball, on the flat spring of cam/ball arm assembly, on the titanium axle helical spring rotating construct, and on the seat of the ruby ball. No lot information was provided therefore no manufacturing records could be reviewed. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.